Event description:
Patient presented to the physician with redness, swelling, and wound dehiscence with fluid at the chest incision site. Infection was determined upon examination. Physician brought the patient into the or and removed the entire inspire system.